Event description:
It was reported that the anchor was broke. This led to a delay of between 0 and 30 minutes. The procedure was completed with a backup device.

Manufacturer narrative:
One 4.5 mm pk sa healicoil anchor assembly was returned for evaluation. Visual assessment of the device could not confirm the reported complaint of anchor breakage as the anchor is intact. The anchor and suture remain attached to the inserter. The anchor is soiled with human matter confirming attempted insertion. The inserter and suture showed no abnormalities. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Information added.